Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Device evaluation: the device was evaluated by a zoll business partner, (B)(4). The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional stressing without duplicating a fault to the device. The device was recertified and returned to the customer. Review of the device data log showed that the device experienced multiple charge timeout fails when trying to charge to 200j. Following these messages, the energy was changed to 150j, and the device was able to successfully charge and discharge within specification. There are no additional charging attempts throughout the final 25 minutes of the case. The event battery was not returned for evaluation, but we were told it was an older battery at the end of its service life. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.